Event description:
During the removal of the sheath while performing a therapeutic fistulagram in a pt (age and gender unk), the vaxcel mini-stick's peel-away sheath broke apart at the device hub. The physician reported that there was sufficient amount of the sheath visible to successfully remove the entire sheath with the aid of hemostats. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.